Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review was performed. 1 unrelated non conformance on this batch. Final micro and sterility tests were passed. All qc release specifications were met. (B)(4) units were released. Lot expiry: 29 february 2018.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. Initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a right tka for djd. Patella was resurfaced and depuy cement was used. No complications were noted. On (B)(6) 2021: patient underwent a revision of the right tka for progressive pain and instability. Tibial component was found to be loose (loosening interface not noted) and had significant varus collapse. Significant wear debris was found within the joint. Competitor implants were placed at revision. Doi: (B)(6) 2016, dor: (B)(6) 2021, right knee.